Event description:
Customer's father reported via phone call that the customer was mowing the lawn and the insulin pump alarmed button error. They changed the battery but it lost the time and it is acting slow. Blood glucose value at the time is unknown; current value is 312 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device passed the selftest, unexpected restart error test and displacement test. Device was programmed with correct time and date and time was advancing properly. No time anomalies noted. The insulin pump was received with cracked case at battery tube threads and belt clip slot, minor scratched lcd window and stained end cap sticker.